Event description:
It was reported that approximately eighteen days post implant procedure, the patient presented to the hospital due to wound pain. It was noted that signs of infection were confirmed at the implant wound site and approximately four weeks later, the cardiac resynchronization therapy pacemaker (crt-p) was confirmed to be exposed. The following day, the crtp system was removed and when the infection heals, implantation of the right chest will be performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.